Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported her blood glucose (bg) was at 30 mg/dl. Patient called 911. A paramedic arrived to her home and treated her with a d50 IV. Patient was not hospitalized. There was no alleged device malfunction. At time of contact, patient is good. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.